Event description:
The pt's family member notified the co in 2001 that the pt had developed a lesion on the pt's neck after wearing the co's dale tracheostomy tube holder (product no. 240). The pt has had a permanent tracheostomy tube since birth and had been wearing a competitive holder since that time. Recently they started using the co's dale tracheostomy tube holder product #240. Two weeks after wearing the co's holder, the pt's family member noticed a lesion on the pt's neck. The pt's family member changes the holder every other day and the pt's family member bathes the pt every day. The wound developed on the back of the neck where the elastic portion of the co's holder rests upon. The pt's family member notified the co 19 days later that the pt would need surgery on the pt's neck in order to heal the wound. The co is in the process of arranging a date that the co can meet with the pt's family member, the pt and their physician to review this condition. Three days later, the co spoke with the pt's family member. The pt's family member had just come back from a visit with the pt's doctor. It was determined that the pt would not need surgery to help heal the wound. The doctor will continue with the tagaderm treatments.